Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 52 mg/dl. The customer was declined troubleshooting for low blood glucose. The customer was treated with carb intake for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.